Event description:
It was reported that 100units of insulin in 100ml normal saline was hung as a primary infusion. The intended rate was 4.9units/hour for a volume to be infused (vtbi) of 80ml, and the infusion was to be titrated per the glucomander's readings. The critical care profile was chosen on the device, and the insulin was intended to run as a continuous infusion. The nurse hung a new insulin bag and tubing, and a second rn verified the device was properly programmed. One hour later, the rn noted the entire bag of insulin had infused. Previous to this, the device had been functioning normally. The patient required frequent lab draws and a dextrose 10% infusion.

Manufacturer narrative:
The customer¿s report that the entire bag of insulin was hung and hour later was found empty was not confirmed. An internal and external inspection of the source pump module found no irregularities the pcu event log had been overwritten due to continued use. Review of the pcu event log identified a vtbi change that was made on (B)(6) 2019 at 10:59 am. The source pump module was infusing at the suspected incident rate and vtbi of 4.9ml/hr and vtbi 80ml. The device paused and restarted several times by the user and was then channeled off. Rate accuracy testing was performed and device was delivering fluid within specification. During testing, there was no observation unregulated flow. The returned primary set was measured for concentricity / dimensional analysis and was found to be within specifications for ID and wall max. The root cause of the report of an over infusion of insulin was not identified.

Manufacturer narrative:
Concomitant medical products: curos cap; red cap. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested but not provided.

Event description:
It was reported that 100units of insulin in 100ml normal saline was hung as a primary infusion. The intended rate was 4.9units/hour for a volume to be infused (vtbi) of 80ml, and the infusion was to be titrated per the glucomander's readings. The critical care profile was chosen on the device, and the insulin was intended to run as a continuous infusion. The nurse hung a new insulin bag and tubing, and a second rn verified the device was properly programmed. One hour later, the rn noted the entire bag of insulin had infused. Previous to this, the device had been functioning normally. The patient required frequent lab draws and a dextrose 10% infusion.